Event description:
It was reported that after the pta balloon dilatation catheter was removed from the pt, after use in the common femoral artery. The user observed that the pta balloon had partially separated from the catheter shaft. The separation was observed at the proximal balloon bond. No pt injury.

Manufacturer narrative:
The lot number for the device has been provided and a review of the device history records is currently being performed. The sample has not been returned to the manufacturer to date. This event is currently under investigation.